Event description:
It is reported that the patient was required to undergo additional surgeries and procedures as a result of post-revision complications.

Manufacturer narrative:
Evaluation summary: the nature of the additional procedures and the exact post-revision complications are unknown. Neither operative notes nor x-rays have been returned for review. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), adn relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause cannot be stated. Evaluation codes: review of the device history records for the liner did not find any deviations or anomalies. Review of the device history records for the head, shell and stem was not possible as the lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications.